Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a wire from the prograsp forcep instrument was found to be loose but was not separated. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint of a loose wire. The instrument pitch cables were broken at the distal end of the instrument. The cables were loose on one side but it was actually broken on the opposite side of the grip. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by the site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that mechanical indentations/burrs damage might have been due to mishandling/misuse. An additional observation not reported by the site was that the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken pitch cable and damage to the pulley and main tube, if to recur could cause or contribute to an adverse event.